Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm, the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient underwent an explant procedure. No device malfunction was suspected.